Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2004 and (B)(6) 2005 and mesh was implanted; and on (B)(6) 2009, sparc & elevate were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004, and a mesh was implanted. It was reported that the patient underwent eua and laparotomy with rso on (B)(6) 2015, due to right adnexal mass and abdominal pain. No additional information was provided.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.